Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drugs being delivered were 15 mg/ml morphine at 4.5 mg/day and 6 mg/ml bupivacaine at 1.8 mg/day. It was reported that the patient has pump refill on (B)(6) 2020. She complained of irritation at pump site. There was some redness but no drainage. It was unknown when the issue started. Patient didn't have a fever. Refill was done without difficulty. There was 5 ml of medication aspirated from the pump, which was the expected volume. Pump was refilled with 20 ml of medication. Physician elected to explant pump because he was concerned for infection. Patient had no obvious symptoms other than slight redness at incision from recent pump replacement. No drainage. No fever. Environmental/external/patient factors that may have led or contributed to the issue were unknown. Troubleshooting was unknown. Actions taken to resolve the issue included the physician explanting the pump and took cultures from pump pocket. There weren't any obvious signs of infection in pump pocket per the or staff and the physician. It was unknown if the issue was resolved at the time of the report. There were no further complications reported/anticipated.